Manufacturer narrative:
Pt info) information not provided by the reporter. Lot # not provided by the reporter. Expiration date unknown as lot is unknown. UDI # unknown as lot is unknown. Health professional?, occupation) information not provided by reporter. Approx. Age of device) unknown as lot is unknown. (B)(4). Device manufacture date) unknown as lot was unknown. The event is currently under investigation.

Event description:
During a procedure on a patient with a highly scarred groin, the physician pulled apart the dilator while trying to remove it from the patient. The dilator broke off inside the patient. The facility indicated they were able to remove the broken piece. A new device was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). (Additional information provided/updated): investigation/evaluation: during the course of the investigation, a review of the complaint history, instructions for use (IFU), and documentation of the product was conducted. The device was shipped with an IFU; which includes information on intended use, precautions, warnings, potential adverse events, and instructions for proper use of the device. Per quality control specifications, the surface of the outer catheter is confirmed to be clean and free of excessive kinks and foreign debris. In addition, the fittings are confirmed to be correct and that the tubing is secure within the fitting. As no product was returned and limited information provided, we are unable to determine with certainty the root cause of this complaint. We will continue to monitor for similar complaints. Per the quality engineering risk assessment (qera) no further action is required.

Event description:
During a procedure on a patient with a highly scarred groin, the physician pulled apart the dilator while trying to remove it from the patient. The dilator broke off inside the patient. The facility indicated they were able to remove the broken piece. A new device was opened and used to complete the procedure. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.